Manufacturer narrative:
(B)(4): the report states there was an injury as a result of this reported malfunction; however, no details regarding the injury have been provided. The product involved in the report has been returned and is being processed for evaluation. The device history record for lot m18011e112 was reviewed and the product was produced according to product specifications. All information reasonably known as of 03 jun 2019 has been included in this health authority report. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "egd [esophagogastroduodenoscopy] in epi [epinephrine] needle will not deploy."

Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample was returned with the original pouch packaging. A second packaging was received; however, no device came with this packaging. The returned sample was reviewed and examined. The reported failure was not confirmed by sample evaluation. A process evaluation was performed and no issues or abnormalities during manufacture of reported lot were found that might have caused the reported failure in the product. The root cause could not be determined. All information reasonably known as of 16 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.